Event description:
It was reported that the zimmer pulsavac plus battery pack was defective. There was no report of injury or medical intervention associated with the incident.

Manufacturer narrative:
The device was returned to the MFR for eval. A review of the mfg records was performed and there were no non-conformances during MFR that would be related to the complaint. All testing requirements were met. During analysis of the device, a battery was found to have corroded on the negative terminal and there was evidence of venting from the battery's safety vent. The batteries were removed and a continuity check was performed on the wiring. There were no electrical shorts identified. There was no evidence of any electrical malfunction.